Event description:
During the implant procedure, the physician nicked some veins while tunneling causing bleeding. Physician made another incision, tied off bleeds in multiple places, and stopped the bleeding. This resolved the issue.